Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a gastrectomy procedure, malformed staples occurred. The surgeon had to hand sew for hemostasis and added 45 minutes to procedure.